Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that the balloon ruptured. The 100% stenosed target lesion was located in the severely tortuous and moderately calcified left superficial femoral artery. A 5.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During procedure, at first inflation, it was noted that the balloon ruptured at 10atm within 5 seconds. The device was removed using normal method without any problem and the procedure was completed with a different device. There were no complications reported and the patient was in good condition post procedure.